Event description:
The customer reported the images in the system were corrupted. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive and cine bridge circuit board were replaced. The system was then found to be operating as intended.